Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s pump user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge.

Event description:
It was reported that the cartridge was leaking from the septum. Additionally, the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer declined further troubleshooting with tandem technical support. Customer¿s blood glucose value was between 111-253 mg/dl